Manufacturer narrative:
Technical investigation of log files indicates that the user attempted to reach a trajectory which was not accessible by changing the orientation angle several times during the surgery. The angles were close to the extremity but still included in boundaries defined in the pie chart and nothing could prevent that the positions were not accessible. However, the arm was not able to move to these positions because the intermediate positions were inaccessible. This is a known design defect. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.

Event description:
It was reported that intra-operatively (B)(6) was instructed to drive to a trajectory. Field service engineer changed the tool orientation before driving to the trajectory. The pie chart showed that it was possible to adjust by 25 degrees to either side. However, when a new orientation was chosen, the window closed and the robot did not start any movement. This bug caused less than 5 minute delay. There was no harm to the patient.